Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found color abnormality, halation found occurring on the image due to failure on the image pick up unit (image sensor). Additionally, the video cable was found crushed, service noted to be due to external factors. Furthermore, the following findings were noted during device inspection : curve rubber adhesive is missing. Curved rubber observed with crack and deformation. Scratches on video cable, universal cord were observed. Investigation is ongoing, this report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of contact failure. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device inspection found color abnormality. Halation on the image occurred due to damage ccd (charge coupled device) unit. This report is being submitted for color abnormality due to damage ccd observed during device evaluation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 06-mar-2022. Reuse should have been selected in the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation of contact failure/color abnormality, the root cause of the event was unable to be identified. The event was most likely caused by a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.